Event description:
The pt reportedly experienced a loss of sound perception. In april 2004, the pt reportedly was seen at the center for device evaluaiton. External equipment was exchanged. However, the problem was not resolved. In 2004, the pt was seen by a co rep. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted.